Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified crease fold, wear abrasion, and an opening. A microscopic analysis was performed which identified a smooth crease opening on posterior. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was a smooth crease opening on posterior assessed to a fold flaw opening. Additional, changed, and/or corrected data: a.4., b.5., d.6b., h.6., d.9., h.3.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: left side deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.